Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID (B)(4) lot# (B)(4) serial# implanted: (B)(6) 2017 explanted: product type lead product ID (B)(4) lot# va1h7tn serial# implanted: (B)(6) 2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that there was no malfunction with the patient's device or therapy. The cause of the MRI and revision was the malposition of an electrode.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient was getting an MRI due to a problem with their device or therapy. The patient is undergoing a revision the next day. There were no symptoms reported. No further complications were reported or anticipated.